Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during cataract surgery, an ophthalmic system exhibited insufficient irrigation flow while washing the eye outside. Surgery was completed on the same day and no patient impact was reported.

Manufacturer narrative:
There was no service record relevant to the complaint reported event, found. All surgical systems are verified to meet specifications after installation and customer-initiated servicing. The root cause of the reported event is attributed to the customer¿s dissatisfaction with the system's irrigation power. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the serial number was not performed. As the unit was manufactured exclusively under specific protocols. A similar complaint review of the serial number was not performed. The reported ¿system irrigation¿ was not confirmed, based on the information obtained. However, the root cause of reported issue was attributed to ¿customer dissatisfaction with the system's irrigation power.¿ manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.